Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were calcified with markedly limited mobility/immobilization. All three cusps were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter. There was fibrous pannus ingrowth on the outflow surface of cusp 3. Cusps 1 and 2 contained tears. No acute inflammation was observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, calcification, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 23mm trifecta valve which had been implanted in 2011 was explanted secondary to aortic insufficiency with stenosis. A 25mm medtronic freestyle was implanted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted secondary to stenosis in a patient with a history of a combined aortic valve vitium (fusion of the right and left coronary pockets) and severe calcification. On (B)(6) 2016, the valve was explanted due to a suspected valve performance issue. An edwards perimount 2900 was implanted.